Event description:
Patient reported "deflation". Later healthcare professional reported "deflation". This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event ((B)(6)- fluid/blood). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, h6